Event description:
It was reported that a cdh25 was used during a esophagogastrectomy procedure. It was reported by the affiliate that after surgeon reattached the anvil to the shaft, the shaft would not close, although the surgeon rotated the knob. Surgeon felt strange noise as he fired the device. After the firing, surgeon found 3/4 circle staples were malformed. There was no consequence to the pt. Request: please take some pictures around tissue stop to identify the cause of the strange noise.